Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that a 13-year-old male child patient's infusion set's tubing was detached from connector on (B)(6) 2022, prior to insertion. Therefore, the blood glucose level of the patient at the time of event was between150-200mg d/l. Further, the patient replaced infusion set and insulin was resumed successfully. No further information was available.